Event description:
Patient reported skin irritation as raised skin, rash, and open sores. The patient did seek medical treatment and used an otc medication. The patient reported following proper skin preparation.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.